Event description:
It was reported that the patient had not had therapeutic effect and experienced acute pain. The patient had fallen a couple of weeks prior to the report. A volume discrepancy was noted at pump refill; there was more volume than expected. The volume discrepancy was greater than 25%; the expected reservoir volume was 1.3 ml; while the actual reservoir volume was 18.5 ml. The pump logs were reported to be "normal". The pump contained morphine (pf morphine sulfate). The pump and catheter were subsequently removed. Additional information has been requested from the hcp, but was not available as of the date of this report.